Manufacturer narrative:
No product returned engineering evaluation was performed. Review of complaint activities/attachments revealed the following information relevant to the complaints event: another sheath was inserted by the same side after stenting the vessel. The counter lateral vessel or other approach to finish the procedure was not used. As the device was not returned, no visual inspection, functional testing, or dimensional testing could be performed. Imagery was provided but it was not relevant to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Edwards esheath introducer set - instructions for use, edwards sapien 3 transcatheter heart valve system instructions for use, thv patient screening manual, device preparation manual, and edwards sapien 3 transcatheter heart valve with the edwards commander system - procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The complaints were unable to be confirmed. Without the return of the complaint device, an engineering evaluation including visual, functional, and dimensional analysis could not be performed. As such, a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history review provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. Per the complaint description, ''as per medical opinion, sheath insertion inability was due to the severe vascular calcification.'' The presence of calcification can narrow the insertion pathway leading to resistance during the device insertion as reported in this event. The subsequent device manipulation and excessive force needed to overcome the resistance likely led to the kinks. As reported, ''the sheath was kinked during maneuvers.'' As such, available information suggests that patient factors (calcification) and or procedural factors (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No manufacturing non-conformances were identified to have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The status of the device is unknown. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), there was difficulty inserting the esheath mid way into the left femoral artery. Subsequently there was a minor dissection, requiring a vascular assistance with femoral stenting. The sheath was also reported as kinked during maneuvers. Another sheath was used successfully by the same side. As per medical opinion, sheath insertion inability was due to the patient's severe vascular calcification.